Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected the noise was due to lead damage, however, lead damage was not visually confirmed. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of oversensing was confirmed. Electrical testing found an internal short between the right ventricular and ring electrode cables conductor paths and destructive analysis found an internal insulation abrasion beneath the right ventricular shock coil breaching the ring electrode cable lumen with an abrasion to one of the ethylene tetrafluoroethylene (etfe) cables coating. The cause of the reported event of oversensing was due to the abrasion located beneath the right ventricular shock coil with exposure of the ring electrode conductor cable. The reported event of fracture was not confirmed. Complete x-ray examination of the lead did not find any conductor fractures. Electrical testing did not find any indication of conductor fractures.